Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown concentration of dilaudid at 1.4 mg/day via an implantable pump for spinal pain. It was reported that the patient was at the clinic due to the pump alarming and the patient missed their refill appointment. The alarm was confirmed due to an empty pump. It was asked if the pump could be refilled. The date of onset of the pump alarm was (B)(6) 2016. The hcp offered to turn off or fill with saline, but both options were refused. The pump was scheduled for explant on (B)(6) 2016. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's medical history included hypertension, back ache, radicular pain, anxiety, depressive disorder, other and unspecified angina pectoris, gastroesophageal reflux disease, pure hypercholesterolemia, back surgery, and foot surgery. The patient's concomitant medications included norco 7.5-325 mg, ambien 5 mg, valium 5 mg, naprosyn 500 mg, antivert 25 mg, flomax 0.4 mg, lioresal 10 mg, neurontin 600 mg, diflucan 150 mg, lac-hydrin 12%, aspirin 81 mg, miralax, zocor 20 mg, prilosec 20 mg, coreg 6.25 mg, zyrtec 10 mg, nitrostat 0.4 mg, zofran 4 mg, paxil 20 mg, and carafate 1 gm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.